Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) contacted biomérieux to report a misidentification in association with the vitek® ms instrument. The vitek® ms provided an organism identification of brevibacillus species. The patient isolate was sent to a reference laboratory for confirmatory testing; the organism identification obtained was aerococcus sanguinicola. Investigational testing was performed. All data reviewed and analyzed included: sample mzml (2 mzml for brevi (B)(6) 2017). Fine tuning analyzer report from fine tuning performed on (B)(6) 2017. Note: no ecal mzml files before the misidentification were provided for analysis. The fine tuning performed on (B)(6) 2017 was done after the misidentification. Vitek ms results: spot 1 : no identification . Spot 2 : single choice to brevibacillus spp. Excepted results : aerococcus sanguinicola (ID from reference lab) culture conditions: chromogenic biplate from alere (non-chromogenic half is tsa with blood) incubated at 35°c o2 for 18-24 hours. Other identification method : unknown. Orientation tests : gram staining and agglutination . Issue date : (B)(6) 2017. Last fine-tuning date : 31 jan 2017. Analysis of mzml from sample gave the following results: expected result: aerococcus sanguinicola (ID from reference lab). Results obtained with vitek ms v3.0 clinical: spot 1 : single choice to no identification. Spot 2 : single choice to brevibacillus spp. Results obtained with vitek ms v3.1 industry and next vitek ms v3.2 clinical. Spot 1 : single choice to aerc.sanguinicola. Spot 2 : single choice to aerc.sanguinicola. The spectra variability was also analyzed and was heterogeneous. A spot preparation issue was suspected. Analysis of the (B)(6) 2017 fine tuning analyzer report indicated that fine tuning performed on (B)(6) 2017 was out of specification. System investigation concluded that the system was not operational during the test (fine tuning was necessary). Identification investigation concluded that the expected identification is most likely aeroccocus sanguinicola, which is not included in the vitek ms v3.0 knowledge base. The expected answer of the system is noid with kb v3.0. However, as no retest of the strain has been done after a new fine tuning, it is not possible to determine if the root cause of the misidentification is a system limitation (because the expected species is not included in the database) or a non-optimal fine tuning. Suspected root cause of the issue: non-optimal fine tuning, non-optimal spot preparation, knowledge base weakness.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification in association with the vitek® ms instrument. The vitek® ms provided an organism identification of brevibacillus species. The patient isolate was sent to a reference laboratory for confirmatory testing; the organism identification obtained was aerococcus sanguinicola. The customer stated that colony grams and agglutinations prevented incorrect reporting of results. The discrepant vitek® ms result had no impact on patient therapy. The customer retested various other organisms, and encountered no further discrepancies. The local field service engineer (fse) visited the customer site on (B)(6) 2017 to fine-tune the vitek® ms system and confirm proper operation; the system was returned to the customer for routine use. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.